Event description:
Following a medical procedure, the pt lost stimulation sensation and therapeutic effect. She had an appointment for sciatic nerve issues; she stated "something was used", but she didn't know what it was. After the appointment, she experienced urgency and wetting episodes. When reviewing the use of the pt programmer, the 9v battery light went on after multiple attempts. Additional info has been requested.

Manufacturer narrative:
(B) (4)